Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer not detected on the bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer controller was unplugged from connection. A field service engineer, reseated all functional cable to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device.